Event description:
Allegedly, the internal lock has been lost and the expansion mechanism may be pistoning.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043435-2010-00115.